Event description:
It was reported that the atrial lead exhibited electrical parameter anomaly. Through x-ray examination, foreign body was noted near the right ventricle, which was suspected to be atrial electrode tip. No intervention was performed and the patient was stable.

Event description:
New information on 07/12/2017 stated that the atrial lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.